Event description:
Rptr noted cornea was observed to be dissolving during standard phacoemulsification procedure on right eye. Prognosis was reported as severe visual impairment. Pt will require regular review, possible blindness.